Manufacturer narrative:
H11: internal complaint reference case (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during surgery, the protective sleeve at the tip of a suture retriever had come off and the pouch was damaged. The surgery was completed using a backup device instead. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H2: additional information in h6 (medical device problem code). Corrected information in h6 (investigation findings & component code). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned unopened/sealed. Using a reference microscope showed a small puncture hole through the plastic. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging procedure found that the operator should verify pouch is free of pin holes, cuts, and seal defects. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include rough handling during transportation. Based on this investigation, the need for corrective action is not indicated.